Event description:
The customer obtained a falsely elevated architect total b-hcg result. The sample generated an initial result of 523.16 iu/ml and retest of <1.2 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: no specific patient information was provided.

Manufacturer narrative:
Investigation of the complaint issue included review of complaint activity, trending reports, device history records, labeling and field data. Return testing was not completed as returns were not available. Review of complaint and trending data did not identify any issues or trends. Labeling was reviewed and sufficiently addresses the complaint issue. Device history records associated with the complaint lot did not identify any non-conformances or deviations. The overall performance of architect total b-hcg reagents in the field was reviewed using data gathered from customers worldwide. Median values (for the negative population) for the complaint lot was within the established limits indicating acceptable performance. Based on this investigation, no systemic issue or deficiency was identified for the architect total b-hcg reagent lot. Section d4 expiration date was changed from 4/15/2022 to 7/21/2022 and section h4 manufacture date was changed from 9/2/2021 to 8/1/2021. This change is necessary to correct the incorrect information and does impact the intent of the document.

Event description:
The customer obtained a falsely elevated architect total b-hcg result. The sample generated an initial result of 523.16 iu/ml and retest of <1.2 miu/ml. No impact to patient management was reported.